Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the operating room for an elective explant procedure. During the explant, a portion of the right ventricular lead's second coil broke off and remained in the body. Chest x-rays suggested that the piece remained in the pleural space. Patient was stable post procedure.